Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; the sample was not returned; therefore, a return sample evaluation is unable to be performed. A photo evaluation (soltraqs task 1680508) was performed with the following conclusion: no apparent damage was observed to the visible portions of the peg tubing. Based on the amount of peg tubing showing and no visible external fixation plate in the expected location, it is more than likely the external fixation plate is no longer attached as indicated by the patient. The condition of the external fixation plate cannot be evaluated since it is not visible in the photograph. Probable cause is unknown, but patient handling cannot be ruled out. Investigation results: the category/sub-category of medical ¿ buried bumper syndrome is unable to verify since this is a medical complaint. Stoma site infection, buried bumper, and peritonitis are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced stoma site pain, redness, and exudate. On (B)(6) 2020, a swab of the wound was collected, with results positive for infection. On (B)(6) 2020, the patient started on unknown oral antibiotics for the stoma infection. On (B)(6) 2020, the peg tube was unable to be mobilized. On an unknown date, a computed tomography (CT) scan was performed, which showed the peg tube was dislodged and a buried bumper. On (B)(6) 2020, the patient experienced fever and felt unwell and visited the emergency department. The physician ordered an ultrasound, which showed peritonitis. The patient was hospitalized, and on (B)(6) 2020, the peg-j tubing was removed. During the peg-j removal, an abscess was discovered. The location of the abscess was not specified. The patient received parkinson's medications through a nasogastric tube until a new peg-j can be placed. On an unknown date, the patient's fever resolved, the drain tube for the abscess was removed.